Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. One unpackaged ar-611-4 batch number 051930, was received for investigation. Visual evaluation found that the head tibial impactor had cracked before receipt for investigation. Additional observation also found signs of wear, scratches, and surface irregularities on the head tibial impactor. The shaft of the device also has scratches and marks. The observed condition is most likely the result of heavy use. The most likely cause of the reported failure is wear and tear.

Event description:
On 11/21/2022, it was reported by a sales representative via sems that a tibial impactor is cracked. This occurred during a case, with no patient effect reported.